Event description:
A talent stent graft and another MFR's iliac limb were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approx 3 months ago. It was noted that the aneurysm was mycotic prior to the stent graft implant; however, it was unk at that time of implant. The remainder of the vessel morphology was unremarkable. It was reported that the talent stent graft was explanted due to the mycotic aneurysm and the stent grafts became infected. All the stent grafts were explanted and discarded by the user facility. There were not graft related issues. No add'l clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval, results, conclusion: (treatment of an mycotic aneurysm).